Event description:
This incident was reported by a guerbet company representative, a marketing manager, on behalf of a customer at the user facility, to document the awareness of debris in an optistar le multipak syringe, after a technician drew contrast into syringe. The reporter states that the customer, who is a supervisor at the user facility, stated that one of his technologists noticed debris in the syringe after drawing the contrast. The technologist did not inspect the syringe before, but did notice after. The initial reporter states that the patient was not injected and that they did not save the packaging, and also states that the syringe case was directly out of the injector syringe kit.